Event description:
On (B)(6) 2011, clinic notes from a vns treating physician were received through case management. Review of the clinic notes dated (B)(6) 2011 revealed that the patient was seen the previous day but the programming system malfunctioned and they were unable to interrogate her device. The patient was seen on (B)(6) 2011 and the generator was able to be interrogated successfully. The physician reported that when the patient was initially interrogated, low battery was seen but the programming system was not functioning well and a repeat programming with a different device indicted normal battery life. Good faith attempts for additional information from the physician have been to no avail thus far. If additional information is received, it will be reported.